Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a "blood reading as control" message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue began on (B)(6) 2012 at 10am. As part of the patient's diabetes regimen, the patient claimed she is on pills with diet/exercise. It is not known what action the patient took at the time the alleged issue began; however, indicated that prior to the alleged issue, she had administered more food/drink. Approximately 2 hours after the alleged issue began, the patient reported feeling shaky, but denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was not a 1st time user of the subject meter, there was no misused of the meter. The cca attempted to resolve the alleged issue through a retest; however, the alleged issue was not resolved. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.